Manufacturer narrative:
The thermogard ivtm console (sn (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of the thermogard console was slow to prime was not confirmed during functional testing. The returned thermogard ivtm system passed the functional test without any error or fault. No device malfunction was observed during the testing. The console function as intended. Per hospital biomed, the nurse might not have been aware of the slight delay of the pump rotation when pressing the prime button, which is the normal functionality of the thermogard console. Biomed has retrained the nurse on the priming procedure. No physical damage was observed on the console during visual inspection. After service, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During set-up, the thermogard console (sn (B)(4)) was slow to prime the start-up kit. Ivtm therapy was discontinued. No consequences or impact to patient.